Event description:
It was reported that suture placement was attempted in the common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair. The arteriotomy was 6fr and the vessel was not calcified. Reportedly, a cuff miss occurred, and a second proglide was used and the sutures set aside to perform the index procedure. The aaa procedure was completed and hemostasis was achieved with the proglide sutures. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was not confirmed because some key components for this investigation were not returned with the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.